Event description:
A customer reported experiencing a series of alarms indicating occlusion issues with their insulin pump. These occlusion alarms have been frequent and recurring since the beginning of august, sometimes occurring almost daily and more frequently now. Despite these alarms, there was no reported adverse impact on the customer's blood glucose level. To resolve the occlusion alarms, the customer cleared the alarm and resumed insulin delivery. They were advised to continue using the current pump until a replacement arrived, as a request for a pump replacement was initiated after troubleshooting efforts were exhausted and it was determined that the occlusions were ongoing and no further clinical intervention was necessary.